Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned percuflex plus ureteral stent positioner revealed some residues, and a bend near the proximal end. According to the complaint, the positioner of the ureteral stent was left in the patient's urethra after the stent placement procedure was completed. The product directions for use states, "confirm stent position and withdraw guidewire and finally positioner."

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was successfully placed during a ureteral stone removal and stent placement procedure. The guidewire was removed without incident; however, the positioner was flush with the meatus, and was inadvertently left inside the patient. While the patient was in a post-anesthesia care unit, he experienced incontinence, and was able to feel the positioner in his urethra as it was starting to expel. The patient removed the positioner without injury, and his condition was reportedly "good."

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was successfully placed during a ureteral stone removal and stent placement procedure. The guidewire was removed without incident; however, the positioner was flush with the meatus, and was inadvertently left inside the patient. While the patient was in a post-anesthesia care unit, he experienced incontinence, and was able to feel the positioner in his urethra as it was starting to expel. The patient removed the positioner without injury, and his condition was reportedly "good."